Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the condition was confirmed. During servicing, the device failed the temperature test. If add'l info is rec'd, a supplemental MDR will be sent.

Event description:
Report rec'd from the USA stating that the device had a "heat" issue. The device was used during a surgical procedure. No injury or medical intervention occurred. There was no add'l info provided.